Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high flow insufflation unit lost power while being used in combination with otv-s3000 visera elite ii video system center. The power button on the trolley turned orange, and when the power button on the trolley was pressed, it turned green and all power was turned off. The power was recovered. The issue occurred during an upper uterine vaginectomy. The therapeutic procedure was completed using the same set of equipment. There were no reports of patient harm. Related patient identifiers: (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.